Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Additional information was requested and the following was obtained: the scissors at the beginning of the procedure already presented problems, the teflon released from the jaw in the first dissections, the generator signaled "replace the instrument", then it was necessary to open another clamp for continuity in the surgical procedure, without the need to cancel the procedure. There was no impact on the patient, and there was no need for another surgical approach to the patient due to the caliper defect. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the shears had a problem during use. The tissue pad came off the mandible at the beginning of the procedure, and its use was no longer recognized by the generator. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. Additional information was requested and the following was obtained: - tweezers presented a problem during use, teflon released from the jaw at the beginning of the procedure, and it is no longer possible to use the generator. - the procedure had not been canceled due to the clamp problem, or due to the patient, the procedure was replaced and the procedure was followed up. - it was not necessary to perform another surgical intervention due to the event, there was no presence of fragments left in the patient, patient is not part of any clinical study, defective product was referred by the room nurse according to the institution's protocols. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.